Event description:
Our tsm reported by phone that "on (B)(6) 2010 was in the operating room of the hospital during a surgery involving the use of abg modular instruments. During the surgery, the surgeon stated that while she was impacting the broach of the abg modular the metal impaction plate (the proximal part of the straight rasp handle), where the hammer impacts, detached from the main body of the handle (part number 1440-1400 with lot number taxj907). The surgeon had just finished to broach and the surgery continued with the next steps with no effects on the pt". No further info were given.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, then, it will be submitted in a supplemental report.